Manufacturer narrative:
Based on the results of the investigation, the type of foreign object could not be identified, nor could the root cause of why it remained in the device be conclusively specified. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign object was found inside the colonovideoscope's nozzle. There was no patient involved.